Event description:
It was reported that this right atrial (ra) lead was implanted and it was then noted that it was not able to sense atrial activity as it did not exhibit atrial capture. The lead was decided to be removed and replaced to complete the procedure. No additional adverse patient effects. The lead is expected to be returned for analysis.